Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 23. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: increased sensitivity. No further patient complications were reported.